Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead passed electrical testing. The lead tip and helix have no visible signs of damage or defect which would lead to dislodgement.

Event description:
Boston scientific received information that this right ventricular (rv) lead had dislodged and exhibited decreased sensing and inconsistent capture with high output. Dislodgement was confirmed through x-ray and a surgical procedure was performed. However, the lead had once again dislodged a day after the revision. The lead was surgically explanted. No additional adverse patient effects were reported.